Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately at the distal edge of the proximal markerband. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00241. It was reported that balloon rupture occurred. The target lesion was located in the right coronary ostial. A 10mm x 3.50mm flextome¿ cutting balloon¿ was selected for use. During an angioplasty procedure, when the first cutting balloon was inflated, it was noted that the balloon ruptured at 6atm during the third inflation. Then, the physician replaced it with a 10mm x 3.00mm flextome¿ cutting balloon¿; however, it was noted that the balloon also ruptured during the first inflation at 6atm. The procedure was completed using an nc emerge balloon and an unspecified stent was placed. No patient complications were reported and patient's status was stable.